Event description:
It was reported that an ilet user experienced recurrent low blood glucose readings, including a reported nadir near 70 mg/dl, followed by overtreatment that led to elevated glucose up to 229 mg/dl. A caregiver alerted the individual to the low trend, the device provided bg run notifications, and the user also reported a sensor issue. Symptoms included hyperglycemia. Outcomes included overtreatment of perceived low with oral carbohydrate and subsequent hyperglycemia, without need for medical intervention. Investigation included troubleshooting and education on best practices for treating hypoglycemia and review of device alerts and guidance. Investigation of this case revealed user-related overtreatment of hypoglycemia with appropriate device alerting and no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to overtreatment of hypoglycemia.